Event description:
It was reported that the micro sagittal saw ran in safety mode during an unk procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.